Event description:
It was reported that the left ventricular lead dislodged. It was noted that the lead exhibited failure to capture and phrenic nerve stimulation and was confirmed via x-ray. The lead was explanted and replaced. There were no patient consequences.